Event description:
It was reported that the insulin pump alarmed motor error several times. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube lip, cracked battery tube threads, and cracked case near the display window corners.